Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, the patient underwent a myectomy surgery with sternotomy. During the surgery the electrode was pulled up and was put back into position during closing. Then, post operation, t wave oversensing was observed in all vectors during manual set up supine and the electrode exhibited low shock impedances out of range. The epicardial wires are suspected of been atrial pacing causing oversensing. A week later, t wave was observed in two vectors, with no atrial pacing. Boston scientific technical services (ts) recommended to replace the device, if an electrode repositioning is needed. An x ray was performed and showed that before operation, the electrode was right side of sternum and after it appears mid sternum with possible sense b and sense a on sternal wires. The heart shadow is possibly showing fluid overload and t wave oversensing was observed in secondary vector. The s-ICD was turned off and ts recommend leaving the device off until the patient is moving and more data can be assessed. It was indicated that the impedance change is likely associated with deep electrode placement during surgery. The patient elected to keep the tachy therapy off and wear a life vest until a time when the sternum heals, and the device and electrode repositioning (if needed) can be performed at the same time. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, the patient underwent a myectomy surgery with sternotomy. During the surgery the electrode was pulled up and was put back into position during closing. Then, post operation, t wave oversensing was observed in all vectors during manual set up supine and the electrode exhibited low shock impedances out of range. The epicardial wires are suspected of been atrial pacing causing oversensing. A week later, t wave was observed in two vectors, with no atrial pacing. Boston scientific technical services (ts) recommended to replace the device, if an electrode repositioning is needed. An x ray was performed and showed that before operation, the electrode was right side of sternum and after it appears mid sternum with possible sense b and sense a on sternal wires. The heart shadow is possibly showing fluid overload and t wave oversensing was observed in secondary vector. The s-ICD was turned off and ts recommend leaving the device off until the patient is moving and more data can be assessed. It was indicated that the impedance change is likely associated with deep electrode placement during surgery. The patient elected to keep the tachy therapy off and wear a life vest until a time when the sternum heals, and the device and electrode repositioning (if needed) can be performed at the same time. The s-ICD remains in service. No adverse patient effects were reported.